Event description:
Patient reported the pump and catheter were explanted in (B)(6) 2012 as it never gave her pain relief. The patient was doing much better on oral medication. There was no injury.

Event description:
It was reported that the patient never experienced therapeutic effect, and a disconnection with the pump was confirmed. It was ill-defined what type of "pump disconnection" occurred or the specific symptom details. The patient stated that they had "never gotten relief from the pump." Fluoroscopy confirmed that the pump became disconnected. It was unclear how many occurrences of disconnection there had been, or what the timeframe was, however, the reporter stated that the pump became disconnected "again" and that it was just discovered "recently." The patient's pump was titrated down to the minimum dose. As of the date of the report, the plan was to explant the pump; however, no explant date had been scheduled. The medications in the pump were fentanyl and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient experienced pain. The reason for system explant was that the pump ¿doesn¿t work.¿ the disconnection was stated to have been between ¿the hose and the machine.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).